Event description:
Additional information was received indicating the patient had previously been scheduled for a defibrillation threshold (dft) test. The results of the dft were acceptable. No further testing was necessitated and the lead did not require repositioning. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in pacing threshold measurements. All other lead diagnostics were acceptable. A chest x-ray was performed and a pleural effusion was found. A lead revision procedure was planned. No adverse patient effects or symptoms were reported.